Event description:
The pt was brought to the cardiac catheterization lab with intent to close her atrial septal defect. There was strong suspicion of associated vulvar pulmonary stenosis as well. For this reason she underwent general anesthesia with intubation. The transesophageal echocardiogram demonstrated a thickened pulmonary valve, as well as a large atrial septal defect. The defect seemed suitable for closure and the physician proceeded with cardiac catheterization. Initially the right ventricular pressure was 52/0-9 with a pulmonary artery pressure of 20/9, thus there was a peak pressure gradient of 32mmhg across the pulmonary valve. This was while the pt was under anesthesia. This seemed significant and preparations were made for pulmonary valvuloplasty. The pulmonary valve annulus was 16mm. A 20mm x 4cm tyshak (r) balloon was selected for valculoplasty. As described in the computerized print out sheets, this catheter was able to be advanced over wire and positioned across the pulmonary valve. There was excellent relief of stenosis. The physician then proceeded to close the atrial septal defect. The sizing balloon suggested approximately a 20mm defect. Addtionally, a 24mm device was positioned across the valve and appeared to be stable and was deployed. The sheaths were removed and hemostasis obtained. The pt was then extubated. While still in the cardiac catheterization lab, the pt started to be quite fussy and was having some arrhythmia. By fluoroscopy the device had embolized to the right ventricle. Forthis reason the pt was re-sedated and intubted and again the right groin punctured. Since there was need to retrieve the device, a long 11 french sheath was positioned near the junction of the inferior vena cava and the right atrium. Without too (much) difficulty the device that was in the right ventricle was snared and able to be brought back into the long sheath and withdrawn from the body. Using a housed off 12 french sheath, a 28mm amplatzer septal occluder device was able to be positioned across the atrial septrum and appeared stable. The device was deployed. Again, the sheaths were removed and hemostasis obtained. The pt was extubated and transfered out of the room. She was observed in the recovery room and again over night and was in excellent condition.